Event description:
It was reported that a flogard infusion pump was observed exhibiting an f-38 alarm code. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The reported problem of an f38 alarm code was confirmed in the sample evaluation and event history log review. A visual inspection was performed. The cause of the reported problem was identified as damaged force sensing resistors (fsrs). The fsrs were replaced to resolve the issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.